Manufacturer narrative:
D4. Medical device lot #: 3087200. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. (B)(6) hospital. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd preset¿ eclipse¿ that the product was contaminated after unpacking it. No patient impact.

Event description:
It was reported that while using the bd preset¿ eclipse¿ that the product was contaminated after unpacking it. No patient impact.

Manufacturer narrative:
The following fields were updated with corrected information: d4. Medical device lot#: 3117747. After further review of the complaint, it was determined that this is a duplicate. This event was previously reported under MFR report # 9617032-2024-00554. Therefore, no additional reportable device malfunction occurred. MFR report is now void.